Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, with a 6fr sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was deployed; however, when harvesting the suture, resistance was felt and the device could not be removed from the patient anatomy. The patient was taken to surgery and a surgical cut-down was performed to successfully remove the device and close the artery. The knot was revealed in the tissue. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. A clinically significant delay in the procedure of 45-60 minutes. No additional information was provided.